Event description:
Dr reported at uncovery implant came out of site when he tried to place a temporary gingival cuff. Dr had difficulty placing the implant because of cancellous bone. Pt is reportedly fine.